Manufacturer narrative:
Failure analysis confirmed the insulin pump was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. The insulin pump did pass the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. There was no traces of moisture were found at electronic or motor assemblies per visual inspection. The pump was received with cracked case at lcd window corners, battery tube threads and with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and moisture damage. The customer stated the numbers on their keypad were scrolling. Customer's blood glucose was unknown. She stated the insulin pump had moisture exposure and there was condensation under the lcd screen. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.